Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The follow up #001 for this report (3004753838-2014-01984) was incorrectly reported. The information reported on follow up #001 has now been correctly reported on 3004753838-2014-04333 follow up #001. The corrections made to this follow up (#002) reflect the initially reported information which did not require a follow up.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.